Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that before inserting this right ventricular (rv) lead into the body the helix was tested outside the body which showed normal extension and retraction. Once the rv lead was inserted into the body the helix was fixated but only extended a little bit even though it was rotated thirty times. Another puncture was used and fixation performed again but the helix would not extend after thirty rotations. The stylet was changed the helix was rotated once again near the rv outflow tract but no movement in the helix was seen, thus the lead was not used. The lead was returned. No adverse patient effects were reported.